Event description:
Consumer complaint of blood result reading of "lo." Back to back blood tests performed were 144 mg/dl and 139 mg/dl. Last 5 tests in memory: 156 mg/dl, "lo", 74 mg/dl, 139 mg/dl, 176 mg/dl. Customer normally reads between 80 mg/dl and 115 mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer complaint of blood result reading of "lo". Back to back blood tests performed were 144mg/dl and 139mg/dl. Last 5 tests in memory: 156mg/dl, "lo", 74mg/dl, 139mg/dl, 176m/dl. Customer normally reads between 80mg/dl and 115mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).